Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular lead was explanted and replaced due to dislodgement. The patient is stable.